Event description:
It was reported that patient mentioned sometimes when they turned their therapy off for a day or two, the therapy felt like it was still on for a day or two. Patient then said the area around the ins in their back was very tender and hurt since about two months ago and patient thought it was just them because they were trying to lose weight and thought maybe their body was trying to readjust everything. Tss sent physician listings and redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.